Event description:
It was reported that during testing during an implant, the programmer display froze and no adjustments could be done. The programmer was able to deliver stimulation. Further information was requested. The programmer will be returned for analysis. Additional information provided indicates the programmer display froze during a threshold test and the programmer was used for several implants. It was mentioned that the programmer sometimes worked appropriately, but sometimes it froze. No adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing.